Manufacturer narrative:
(B)(4).

Event description:
Procedure: urological. According to the reporter: it was reported by the patient¿s attorney that as a result of having the product implanted, the patient has experienced pain, injury, disability and impairment. Product was used for therapeutic treatment. Boston scientific lynx was reported to be used/implanted during this procedure.